Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer attempted to reload the cartridge; however, the pump requested a minimum of 100 units. Recommendation was made to load a new cartridge. Reportedly, the customer did not have room temperature insulin at the time of the report to continue with loading a new cartridge. The customer administered a manual injection and indicated that they would be okay until the insulin gets to room temperature.